Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies related to the reported failure were identified. The suspected suction coagulator w/l-hook end ins (600305) was not returned for evaluation; however, the customer provided a video of the reported failure. Visual evaluation of the provided video shows an insulated instrument that may be a suction coagulator (600305) failing insulation testing. The reported complaint was confirmed. Insulation failure may be the result of shipping damage, environmental damage or wear. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the suction coag w/l-hook end ins (600305) was sparking at end of insulation and failing insulation inspections. It was reported that the instrument was not used during a procedure; thus, no patient injury, death or surgical delay occurred.